Event description:
It was reported that the 9800 system had the image scroll and flicker on both monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The backplane and image processor boards were replaced during the service call. The sys was tested and found to be working as intended, and put back into service.